Event description:
It was reported that the receiver cable is not calibrated for the system. The transmitter is being recognized, but not the receiver cable. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. Operator removed the cables and reattached both the transmitter and receiver cables. Now both cables are being recognized by the system. Suspect cable not attached properly.